Manufacturer narrative:
The top case was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device was inoperable with a blank display and unresponsive touchscreen. There was no harm or serious injury reported as a result of the incident.